Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had lots of air bubbles. The insulin pump alarmed no delivery. The alarm was resolved by changing the complete set. Customer's blood glucose level was 207 mg/dl. The customer went to the emergency room due to high blood glucose levels. The customer was going to have surgery. He went to the emergency room 7 to 8 times. Customer's blood glucose level was not reported. The customer was wearing the insulin pump during hospitalization. One time his blood glucose level was around 600 mg/dl. The customer used the insulin pump to treat his blood glucose level. The time/date were not correct. The device was not returned.